Event description:
The customer reported that after processing 3000 mls during a therapeutic plasma exchange procedure, a replacement fluid bottle ran dry. There was an 'air in return chamber' alarm and a 'return valve position error' alarm. The customer was unable to clear the alarms. The customer decided to perform a manual rinseback and called the terumo (B)(6) clinical support line for assistance. The clinical specialist walked the customer through the steps to perform a manual rinseback. While the customer was performing the manual rinseback, she heard a loud pop and realized that the luer of the catheter below the pinch clamp had broken off. The patient was sent to the emergency room for monitoring until the catheter could be replaced. This report is being filed due to medical intervention via the patient being sent to the ER for monitoring and catheter replacement.

Manufacturer narrative:
(B)(4). Investigation: the set was returned to terumo (B)(4) for evaluation. The patient's catheter, cobe spectra disposable set, and a competitor blood warmer set were returned. The connection between the catheter and the competitor blood warmer tubing set was broken. The connection between the cobe spectra set and the competitor blood warmer set was intact with no issues found. A manual rinseback would have not have contributed to the broken connection, as the luer connection is not subjected to anything different during manual rinseback as compared to the automatic rinseback. Root cause: the 'air in return chamber' alarm was likely caused by the empty replacement fluid bottle. Possible causes for the 'return valve position error' include, but are not limited to, the operator accidentally pushing the valve in, a mechanical obstruction of the valve, a valve driver cca failure, a sensor cca failure, the optical device on the valve is dirty, defective, or out of position, or high internal machine noise on 24 v latch line. The root cause of the broken luer could not be determined as the issue occurred on devices not manufactured by terumo (B)(4) and therefore specifications are unknown. No safety issue occurred on a terumo (B)(4) device.